Event description:
It was reported that the system stored untreated episodes due to oversensing of myopotential noise. In the most recent episode, the r-wave amplitudes was smaller. Also, the device has reached replacement time after over eight years of implant time. Technical services reviewed and discussed checking to see if the device has migrated. Later, the pulse generator was explanted. The electrode remains implanted. There were no additional adverse patient effects.